Manufacturer narrative:
Product analysis: at analysis it was noted that the upper case was cracked at one boss and the battery drawer was sticky. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator which was originally returned for preventive maintenance subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.